Event description:
The fast cath introducer/dilator assembly was advanced over the guidewire and the side port was flushed. The physician noted blood leaking from the hemostasis valve of the introducer. The introducer was exchanged and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
The product was not returned. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.